Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) experienced an infection after the initial implant surgery. A surgical procedure was performed during which the device was explanted. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100620952, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.